Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: l2+. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient experienced high blood glucose (bg) levels, prompting a visit to the accident & emergency (a&e), as documented in insulet ref (B)(6). Despite pod change, the patient continued to feel unwell. On (B)(6) 2025, with ketone levels rising to 7.1 mmol/l and worsening symptoms, the patient was taken back to a&e. The highest reported bg level was 32.6 mmol/l (586.6 mg/dl). The patient showed signs including poor responsiveness and loss of consciousness. They were treated with a saline fluid drip and insulin injections via pen. The hospital stay lasted 7 hours.